Event description:
Healthcare professional reported a patient was injected with 1.8mls of juvéderm® volite¿ xc in the neck. About a week later, patient started experiencing mild strep throat with laryngitis and neck pain. About a week after onset patient began taking ibuprofene and then another two weeks later started taking penicillin as they were diagnosed with strep throat. Event fully resolved after about a month from onset of the initial symptoms. Event noted to be not related to device. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00566 (allergan complaint pr# (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volite.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, g4, h4, h6, section c. Suspect product.

Event description:
Healthcare professional reported a patient was injected with 1.8mls of juvéderm® volite¿ xc in the neck. About a week later, patient started experiencing mild strep throat with laryngitis and neck pain. About a week after onset patient began taking ibuprofene and then another two weeks later started taking penicillin as they were diagnosed with strep throat. Event fully resolved after about a month from onset of the initial symptoms. Event noted to be not related to device.

Manufacturer narrative:
Clarifications to a2: year of the birth: 1988. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of strep throat and laryngitis deemed not device related are considered an unexpected adverse drug experience.

Event description:
This is the same event and the same patient reported under MDR ID# 3005113652-2023-00566 (allergan complaint pr# (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volite.